Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable; however planned for (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) patient is experiencing severe (B)(6) dysphotopsia ¿a bright blob temporal field of view¿. The patient is about six weeks post op, has experienced symptoms since day one, and it has not changed. It was an uneventful surgery, everything looked great, just a slightly small pupil; but, everything was normal. Doctor indicated his likely plan of action is an exchange. Further information provided reports a lens explant/exchange is scheduled for (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Additional information: it was learnt that the planned explant occurred on (B)(6) 2018. There was no vitreous loss. A low index of refraction intraocular lens (iol) was implanted. New incision was created. There was no patient injury. Iol was bisected and discarded. The patient was doing extremely well post op day one with resolution of her positive dysphotopsia. The account stated that has no reason to believe that there was any manufacturing defect in the iol. The following fields were updated accordingly: if explanted, give date: (B)(6) 2018. (B)(4). Device evaluation: the product testing could not be performed as the product was discarded by the account. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non- conformance reports (nc) associated with the production order were found. The search in the complaint history revealed that no another complaint has been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.